Event description:
Liko ez stand leg support strap is padded with textile that does not allow for cleaning which then is thrown away requiring more to be ordered. This takes time for turn around which could potentially put patient at risk for harm should the stand be used without the use of the strap. The strap is also not adjustable.